Event description:
The field engineer reported that the system displayed a "cine disc not available" error message which resulted in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge and plugs to the disk drive were reseated. The system was then found to be operating as intended.